Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was returned for evaluation. A visual inspection was performed and revealed that the burette chamber was cracked. Functional testing was not performed as the condition was confirmed through a visual inspection. The burette is not intended to be squeezed. Hence, the assignable root cause was determined to be use error. A batch review could not be completed as the lot number was not provided by the customer. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter corporate product surveillance a non-dehp buretrol administration set in which the buretrol cracked. According to the report, as the nurse went to squeeze the buretrol, the chamber cracked and the medication leaked out. The medication being infused was cefepime. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.